Event description:
Customer contacted saalt on (B)(6) 2022 saying they sought medical assistance to have their cup removed because they claimed they could not remove it on their own. Saalt followed up with questions about the customer's experience including the type of cup, where they purchased it, how long it had been inserted, the cup lot number, and photos of the cup. Customer responded on (B)(6) 2022 and provided answers to the follow up questions. They said it was their first time using a menstrual cup and that they could not get the seal to release when they attempted to remove their saalt cup. They said their cup had been inserted for 13.5 hours before it was removed by a medical professional. They said the medical professional said the customer's cervix was high and that the cup was suctioned tightly to the cervix. The customer said the cup was disposed of after it was removed, but they did send the cup lot number. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. No further investigation required. Saalt documented the information in the case file and closed the complaint. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.